Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 251, 350, 351 mg/dl at the time of incident and the current blood glucose of the patient is 421mg/dl. Customer reported that insulin pump does not allege pump was under delivering. The drive support cap appears normal customer treated with insulin pump bolus. Troubleshooting was performed. And advice to change entire set, reservoir and insulin and treat as per hcp's instructions and insulin and treat per the product will not be returned for analysis.